Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 39-year-old male patient with a history of a fontan procedure and absence of a functional right ventricle (no rv). His medical history was also significant for renal insufficiency and dialysis dependence. During support, the patient¿s urine gradually changed to a pinkish-red color in the foley catheter. All plasma-free labs have been negative, even when urine was pink/red. Hematuria has also resolved. Pump was decreased to p-4, which was in line with support targets. The patient remains on support. The reported hematuria is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as his renal insufficiency, dialysis dependence, anticoagulation requirements, and the altered hemodynamics associated with fontan physiology.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial report and therefore section b1 was corrected, repopulated accordingly to align with the reported event. D1 revised brand name since the initial report was submitted. The investigation was completed and h6 codes were updated. Investigation summary: hematuria: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: the cause of the injury was not determined due to no product or logs returned and insufficient clinical details.